Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction around the adhesive patch on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother described the skin reaction as a red and bumpy rash. Patient treats the affected area with cephalexin 1% antibiotic cream, prescribed by the patient's physician on (B)(6) 2016 for skin rash. At the time of contact, patient's mother reported current condition of patient as "good". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).